Event description:
It was reported that a patient using the ilet bionic pancreas experienced recurrent low blood glucose readings and perceived excess insulin delivery, expressed intent to return the device, and declined troubleshooting or additional training. Symptoms included hypoglycemia. Outcomes included no injury requiring medical intervention and the patient¿s decision to discontinue use. Investigation included review of the complaint history and user-reported details, along with customer support education on meal announcements and system use. Investigation of this case revealed user concerns about insulin dosing and attempts to manipulate settings by entering a lower weight following a factory reset, with no device alerts reported. It was concluded that the event involved hypoglycemia with an unclear cause, and no device malfunction was confirmed. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.